Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead was difficult to place and after an hour of attempting the patient began to experience heart failure symptoms. The lead was not used, the implant site was treated, and the procedure was rescheduled. It was also noted that the implant site needed to be treated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead was difficult to place and after an hour of attempting the patient began to experience heart failure symptoms. The lead was not used, the implant site was treated, and the procedure was rescheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.